Event description:
The 3rd, 4th, and 5th protack device used during the case would not release tacks when fired. The instrument had been tested before being introduced to pt internally. Upon not firing correctly, the protackers were handed off of the sterile field. This is a single pt use item. All 3 of the used protacks were from the same lot and were not yet expired, 12-2014.